Event description:
It was reported that the patient was admitted from the emergency department with complaints of severe insomnia and fluid overload. Chest x-ray on admission showed interstitial edema with pleural effusion and cardiomegaly. Additionally, the patient had acute on chronic systolic heart failure. It was noted that during the patient's hospitalization they had an implantable cardioverter defibrillator (ICD) implanted. The patient was started on intravenous (IV) treatment and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the (B)(6) study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced abdominal pain and discharge from the driveline cable exit site, and the patient received antibiotics. It was further reported that cultures revealed that the driveline was colonized with staphylococcus epidermidis. The patient also experienced a change in coagulation parameters and the patient's heparin drip was decreased. It was further reported that the patient had multifocal pneumonia and had developed leukocytosis. Computerized tomography (CT) confirmed multilobal infiltrates and the patient was started on antibiotics for suspected pneumonia. The patient also had sepsis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.